Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a hardware low level failure and another insulin pump error alarms. The customer¿s blood glucose was unknown. Customer reported that the alarms were occurred for three times. Customer reported that the insulin pump was failed to self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error 53 alarm found in the device history due to software error. Pump error 63 alarm confirmed in the insulin pump history due to broken trace.